Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. Device was received in good condition. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was not seen in the event log. To further investigate, a delivery accuracy test was performed and the reported incident could not be duplicated. The expulsor was replaced as a preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that client is doesn't believe he is getting all his piptaz antibiotics. There was no reported injury, but it was noted that the patient missed three doses of antibiotics.